Event description:
It was reported that the system was removed due to hematoma and infection. The device is being used as an external pacer until the infection clears and a new system can be implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. All conductors had blood/body fluid (not obstructed). (B)(4) no anomalies found. All conductors had blood/body fluid (not obstructed); outer insulation melted and cosmetic environmental stress cracking. Apparent explant damage. The proximal segment of the lead was returned and analyzed. (B)(4) no anomalies found. Outer insulation melted and cosmetic environmental stress cracking. Apparent explant damage. The proximal segment of the lead was returned and analyzed.